Event description:
Partial deflation of a right-sided saline implant approximately for the past 1 to 2 months. Examination demonstrates partial deflation which suggests a valve defect as opposed to a puncture of the actual implant.what was the original intended procedure?breast reconstruction.device #1is this a laboratory device or laboratory test?no.